Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the healthcare professional of the clinical study clarified the patient noted adverse stimulation paresthesia during any repositioning while laying in bed. The patient's relevant medical history includes the following: radicular pain syndrome; failed back syndrome (fbs); bilateral trochanteric bursitis; s/p decompression laminectomy, medial facetectomy, foraminotomies, anterior/posterior fusion, disc replacement.; pelvic obliquity with right ilium anterior rotation.; and right bicipital tendonitis, right subacromial bursitis, right shoulder capsulitis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional of a clinical study regarding a patient with an implantable neurostimulator (ins). The patient reported a "pricking" sensation in the left low back with movement while the patient was in bed. The ins was reprogrammed and the event resolved without sequelae. A device diagnosis was not applicable and a clinical diagnosis of adverse stimulation paresthesia was reported. The event was related to the device or therapy, not related to the implant procedure and was due to programming. The most final programming date and time for the most recent interrogation prior to the event occurred on (B)(6) 2017.